Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a unusually loud click was heard during insertion of the device. Despite no resistance observed during insertion or advancement of the device, the guide broke but was still held together by the actuator wire. The physician attempted to withdraw the device however, it was stuck due to the guide break. Blunt dissection using forceps was used in an effort to free the stuck guide from the anatomy; however unsuccessful. Vascular surgery was called to intervene. The vascular surgeon made a cut to widen the access site and removed the prostyle device. An 8f sheath was inserted into the vessel to control bleeding. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The guide break was confirmed as a material separation. The noise and entrapment of device could not be confirmed as they are related to operation circumstances and cannot be evaluated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The cause of the reported guide separation, difficulty to open or close, entrapment of device and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the guide break occurred during insertion, due to either an interaction with the patient anatomy and or due to the inability to maintain position/stability or maintain correct angle of insertion of the device during deployment. This is evidenced by the reported ¿unusually loud click was heard during insertion of the device.¿ there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.